Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated the ivc and anterior struts perforated the right gonadal vein. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one year four months of post deployment, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the filter was in place. Around, seven years and two months later, a computed tomography (CT) abdomen was revealed that the filter has a normal alignment in the inferior vena cava without significant tilt with the apex of the filter positioned 1.7cm caudal to the left renal vein. One of the anterior limbs of the filter was present within the right gonadal vein. No fracture or bending of the struts was detached. One of the posterior medial struts extends adjacent to the aorta without a clear fat plane to suggest perforation. No perforation of the struts outside the inferior vena cava was detected. Around, two months and thirteen days later, the patient presents to the hospital with the complaints of shortness of breath and chest pain, a computed tomography (CT) chest with contrast was performed and it revealed small pulmonary embolism are seen in the bilateral basilar segmental pulmonary arteries. Based on the provided medical records, there is no clear evidence to confirm for perforation of the inferior vena cava(ivc). Therefore, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.